Event description:
A malfunction was reported on the pump, identified as malf 12, with a fault ID of 0x2071. There was no adverse impact to the customer¿s blood glucose level. The malfunction was resolved by resetting the pump, with guidance provided by technical support, and it did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reoccurs.